Event description:
Event description cpi received information that these two myocardial leads (4312's) were removed from service due to poor sensing. They were capped. A new cpi lead (0012) was implanted.